Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify unresponsive button due to blank display. Insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer stated that he works outside as a construction worker and the pump got completely wet and had condensation in it. Customer switched to his old pump, but the other pump was still not working. Customer's blood glucose level was 180 mg/dl. Customer stated that he was out in the rain at work and there is fluid under the lcd display. Customer mentioned that he rubs and bumps the pump all the time. Customer reported that a couple of weeks before the pump got wet, the pump was acting up and rewinding by itself. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.